Event description:
It was reported via repair work order that the side rail compression spring is missing which can affect latching of the side rail. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.